Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: the 97745 intellis controller, serial # (B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) had received the message software problem 1. Intellis 2.3.0 3.243 4.qf_port a couple times over the past year and when pt got the message they would reset the controller. But as of yesterday morning pt was consistently receiving the message. When pt would go to charge the implant they would get this error message. Pt noted their implant was completely depleted and they needed to get a charge as soon as possible. Pt noted the implant was off for they could not recharge the implant, it had been off for almost 16 hours. Pt noted they had reset their controller all day but it would not come alive. The patient's representative (pt rep) thought the recharger (rtm) needed to be replaced. During call pt verified there was no damage to the rtm and no damage to the controller charging port. The patient was sent out a replacement controller. No symptoms were reported.